Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that the device event file showed shock aborted messages when the clinical staff believed the shocks were delivered as they saw patient movement. A patient event file from (B)(6) 2016 at 2:38:44pm was provided and indicates 4 shock aborted messages. One successful shock was then delivered to the patient, however low patient impedance (20.7ohms) is noted. The initial information indicated patient injury, however no further information regarding the injury was provided.

Manufacturer narrative:
The customer stated that there were 4 aborted shocks before it was recognized by the users that the shocks were aborted, as the patient jumped as if there was a shock. When the users recognized the 4th shock aborted, (approximately 15 mins later), the users changes pads and shocked again. The patient was converted from vf to nsr but with no pulse. The staff continued to code the patient for approximately 10 mins in pea with no rosc. It was later noted that the patient had a lot of pulmonary edema that had been saturating the linens, therefore the patient skin was wet. Additionally, the patient had arctic sun cooling pads on her and the defibrillation pads had been placed 4-6 hrs prior. The customer's rapid response team nurse stated that the device did not impact the death of the patient. A patient event file from (B)(6) 2016 at 2:38:44pm was provided, reviewed by a philips clinician, and indicates 4 shock aborted messages. One successful shock was then delivered to the patient, however low patient impedance (20.7ohms) is noted. The device was evaluated by a philips bench technician with no trouble found. The involved pads and therapy cable were evaluated by a philips quality engineer with no trouble found. The device passed all performance assurance testing and was returned to the customer. There is no indication of a device malfunction. The device was working as intended as specified in the heartstart mrx IFU.

Event description:
It was reported to philips that the device event file showed shock aborted messages when the clinical staff believed the shocks were delivered as they saw patient movement. The involved patient died.